Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device powered up normally, but the control panel did not boot up to the application, it remained dark. Per wo notes, they discussed this was likely a failed cmos battery. They would provide a quote for a depot repair and loaner. Per sample evaluation results received via task on 09apr2026, it was reported that the device was not cooling in decontamination.